Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the orders were not crossing. The technical support specialist stated that the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system orders were not crossing. The customer added that this malfunction caused a 10-minute delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.